Manufacturer narrative:
Based on the available information the device is not available as it remains in the patient and therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons that were not reported.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons that were not reported.

Manufacturer narrative:
The reported event could not be confirmed, based on available medical record and information provided in complaint. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: CT scans are of insufficient quality to be reviewed by our hcp's. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.